Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-02110, 3006705815-2021-02112. It was reported that the patient experienced a fall that caused the leads and ipg to migrate. X-rays confirmed the migration. The patient has lost effective therapy. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. The physician re-sutured down the ipg during the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the leads were explanted and replaced. Effective therapy was established post-op.